Event description:
Pt was to receive e stim to upper left shoulder. The device was turned on and was sensed but it stopped. When turned up one notch by therapist, the machine delivered a shock to the pt. It was removed from pt and service. Therapist then used it on herself and was also shocked. Neither of the shocks were significant and there were no injuries. Biomed staff report the e stim portion of the machine to be "broken."